Event description:
It was reported that stent damage occurred. A 3.50mm x 20mm promus element plus stent was selected. When the stent was removed from its protective cover, one of the stent struts was pulled up. The device was exchanged and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination identified proximal stent damage. Stent struts were raised, misaligned and pushed distally. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50mm x 20mm promus element plus stent was selected. When the stent was removed from its protective cover, one of the stent struts was pulled up. The device was exchanged and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.